Event description:
It was observed that during the device evaluation, the ultrasonic surgical device exhibited the tissue pad in the grasping section was worn away. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection; it was noted on inspection that the tissue pad in the grasping section was worn away a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tissue pad was worn out and some parts of it came off because power was output with the gripping part closed without gripping the tissue (including after the tissue was cut). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.